Manufacturer narrative:
Device passed displacement test. Device received with cracked select button keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had damage. Customer's blood glucose level was unknown at the time of incident. Customer stated that the buttons on insulin pump has a crack and worn off over time. Customer stated that the reservoir lip ring was damaged. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that there was no damage reported to the reservoir compartment or lip area.